Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The date of the event is an approximation. On 04/15/2023, the patient consumed breakfast at work and later checked their cgm, which displayed 130 mg/dl. The patient was using a medtronic non-integrated insulin pump and reported no symptoms at that time. Approximately 20 minutes after leaving for their vehicle, a coworker found the patient unconscious behind the steering wheel. The coworker measured the patient¿s bg using a meter, which read 40 mg/dl, while the cgm displayed 160 mg/dl. Subsequent bg meter readings were 42 mg/dl and 46 mg/dl. The coworker attempted to wake the patient and provided gummies. After 5¿10 minutes, the patient regained consciousness and consumed soda. It took about one hour for the patient to feel normal. The patient did not seek higher-level medical care and resumed work. At the time of reporting, the patient stated they were ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.